Manufacturer narrative:
(B)(4). Title: medtronic mosaic porcine bioprosthesis: investigational center experience to six years citation: the journal of heart valve disease 2005 14:54-63 authors: w. R. Eric jamieson, guy j. Fradet, joan s. Macnab, lawrence h. Burr, elizabeth a. Stanford, michael t. Janusz, james g. Abel, eva germann, anson cheug month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate the clinical performance of this bioprosthetic surgical valve. The study took place at a single center in canada between 1994 and 2000 and included a total of 657 patients. The valve was implanted in the aortic position in 415 patients, predominately male (mean age 70.5 ± 10.7 years). Serial numbers were not provided. Aortic eleven valve related deaths were reported due to; anti-thrombotic hemorrhage; prosthetic valve endocarditis; structural valve deterioration (10 months post implant due to severe stenosis, increased gradient measurements 82 mm hg mean); and a thromboembolism. Adverse events included; prosthetic valve endocarditis; structural valve deterioration (8 years post implant due to moderate calcification with leaflet tears); and thromboembolism. It was reported that these adverse events were treated with re-operation. Other adverse events included; thromboembolism, hemorrhage (contributed to anticoagulant/antiplatelet therapy), structural valve dysfunction and minor stroke. All stroke symptoms resolved within three weeks. It was reported that the advanced age of the patient population contributed to the incidence of early and late thromboembolism. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.